Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal that was not fully delivered, after which blood glucose rose to 330 mg/dl; engineering logs were reviewed by an agent and an engineer and no device issue was identified, and subsequent meals were delivered correctly. Symptoms included sleepiness and thirst consistent with hyperglycemia. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included internal log review of the implicated timeframe. Investigation of this case revealed no abnormal device behavior or component malfunction and no reproducible fault, with evidence of correct meal deliveries following the event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to no confirmed device malfunction.